Event description:
Discordant results were obtained on an advia centaur instrument for rubella immunoglobulin g (igg) and breast cancer (br) on multiple patients. The results were reported to the physicians. The samples were repeated and corrected results were reported to the physicians. There are no known reports of patient interventions or adverse health consequences due to the discordant rubella igg and br results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant rubella immunoglobulin g (igg) and breast cancer (br) results were due to user error. It was determing that upon completing the monthly cleaning procedure (mcp), the operator did not completely rinse the water reservoir. The reservoir was placed back on the system with residual bleach that contaminated the system. The customer declined service. The tsc determined that there was no indication of a system malfunction during the time of the event. The system is running within specification. No further evaluation of the device is necessary.